Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #k9046u. The device was returned in good physical condition. The instrument was connected to a gen11 past the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the device was assembled to the cable and connected to the generator. The device was not detected. The operation was repeated, but the error persisted. The instrumentalist substituted the cable, but the issue didn't change. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.